Event description:
It was reported that the intracavity c10-3v transducer failed electrical leakage testing. The transducer was associated with the epiq 5 ultrasound system at the customer's site. The issue was discovered outside of clinical use, during preventative maintenance, and no patient or user was harmed as a result of the issue. The philips service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.